Event description:
Customer was admitted as an inpatient to a hosp due to high dka per md. Trouble shooting was performed. Customer was instructed to revert to backup of manual injections. Customer and md feel uncomfortable with the pump. They want the pump to be replaced.